Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device "messed up" a skin graft. A new skin graft had to be harvested from the patient and used instead. A second dermatome blade was used without incident.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.